Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacy assistant reported that a knife did not cut. An alternate knife had to be obtained in order to perform the surgery. Procedure details, patient involvement or patient impact information is unknown. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the reporter further clarified that they consider the reported issue to be closed as it is now perceived as a problem of use and the slightest contact with the tip irremediably ruins it. If the issue recurs, they will inform the manufacturer and address proper use of the device with the practitioners.